Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for nerve damage and pain on (B)(6) 2021. Blood glucose reading was unknown. The customer stated they experienced great pain and was hospitalized. The customer received medical treatment as a result of the site issue. The customer was treated with pain killers with x rays. The sensor will not be returned for analysis.